Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. An increase in temperature may have caused the reported event. An increase in temperature may have resulted from insufficient application of heat compound to the lamp. The IFU contains the following statements regarding the heat compound: -"apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
No information regarding device return has been provided. The customer was informed that the emergency lamp should not be used for procedures and was advised to replace main lamp. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
It was reported the evis exera iii xenon light source main lamp does not turn on. The customer stated that this issue had been occurring for approximately one month. The customer reported that the unit will work after turning it off and on several times. The customer also reported that the spare lamp indicator comes on when the main lamp does not ignite, and that procedures have been performed using only the emergency lamp. No patient harm or impact was reported due to this occurrence.